Event description:
It was reported that the customer thought the implantable cardiac defibrillator (ICD) battery depleted too early. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was analyzed. Battery depletion indicated/eri as the recommended replacement time in save to disk occurred on (B)(4) 2012 device rrt<=2.6251 volt. The weekly battery voltage trend data shows bat=2.637 to 2.623 volts between (B)(4) 2012 and (B)(4) 2012. There was one patient alert for low battery voltage on (B)(4) 2012 02:15:00.